Manufacturer narrative:
Concomitant medical products: product ID: e tlw1616c124ej, serial/lot #: (B)(4), ubd: 04-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm between 67 to 79-mm. Etbf2820c166ej was implanted on the right side and etlw1616c124ej was implanted on the contralateral side of the common iliac artery (cia) landing. It was reported that approximately 58 months post index procedure, a type ia endoleak was confirmed by CT. It was reported that laparotomy (open surgery) was performed to treat the event. It was stated that surgical tape was fixed on the proximal region, and the trunk part of the main body was blocked with an occlusion balloon. The artificial blood vessel was used, the main body was wrapped, then lapping and banding were performed on the wall of the aneurysm. Regarding to distal region, there was a part that autologous blood vessels remained on the right common iliac artery (cia), so an artificial blood vessel was also anastomosed there. The left limb was anastomosed to external iliac artery (eia). It was stated that fresh hematoma was found at the top edge inside the aneurysm, which was considered a type ia endoleak. Few fresh hematoma was also slightly observed on the back, but the physician consider as no major type ii endoleak. Abdominal closure was performed and the patient returned to intensive care unit (ICU). The bifurcate main body was partially explanted the endurant limb was explanted also. As per the physician, cause of the event was anatomy. No additional clinical sequelae were reported and the patient is being monitored.